Event description:
It was later reported that the patient experienced a loss of efficacy. Prior to adding saline to the pump, the residual pump volumes were off for a couple of refills. In one case, the pump was over-infusing and was out before it should have been. In another instance, there was more drug in the pump than expected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient indicated the pump was not functioning and the patient was switched to oral medications. The reporter did not have any further details. Additional information has been requested, but was not available as of the date of this report. The pump device was used to deliver morphine.

Manufacturer narrative:
Product ID: 8709sc, lot# n171041003, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that intermittent motor stall occurred with false motor stall/telemetry state. The symptom associated with the event was noted as increase in "systemic" pain level. Actions required as a result of the event were increased oral pain meds due to intermittent delivery. Action not yet taken but planned noted as pump replacement but on hold per patient because he was trying to lose weight. It was noted that both a dye study and rotor study were done. It was "felt" the product issue was intermittent motor stall causing interruption in therapy, and the issue was not resolved as of the date of the report. The device system was used to infuse dilaudid, but that the pump had been filled with saline until patient was ready for replacement. Additional information received reported that a dye study occurred on (B)(6) 2013 and was negative for catheter issue. A rotor study occurred the same day and results stated a defective pump with multiple stalls occurring. The patient had morphine and fentanyl in the pump; last filled (B)(6) 2013. The healthcare provider hcp could not find telemetry strips. There were no volume discrepancies noted. Patient had return of baseline pain as his only symptom. Cause of stalls was unknown. Saline was placed into pump in (B)(6) at minimum rate and patient began oral pain medications until a new pump could be placed. It was noted that the patient had not set up a surgery appointment as of the date of the report.